Event description:
On (B)(4) 2012, our firm was contacted by an optometrist and notified of a pt with "central stromal infiltrates od with an overlying epithelial defect." The pt had been wearing 1-day acuvue moist brand contact lenses and was switched to 1-day acuvue trueye brand as the pt had become intolerant of her lenses due to dryness. After one week of wear, the pt presented to the office complaining of foreign body sensation for 2 days and the central ulcer was detected. The pt did not have a reduction in visual acuity, measuring 20/20. The pt was immediately referred to an ophthalmologist for treatment. The pt was started on antibiotics. The optometrist has not received treatment records as the pt remains in treatment. The pt returned lenses to the optometrist and they have been requested for eval. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive mgmt review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed. No conclusion can be drawn.